Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire that when the avea ventilator was switched on the display was blank but all the leds were glowing. The customer has not yet advised whether or not there was any patient involvement associated with this event.